Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was unable to raise the boom and received a faulting noise. The customer hard power cycled the patient side cart (psc) but the issue remained. The customer stated the stow, deploy, or enable joystick buttons aren't working. The technical service engineer (tse) advised the customer to go into settings and turn the system height limit off and then try adjust the boom. The customer turned height limit off, but the issue remained and the boom wouldn't adjust. There were no related errors in the logs that could explain the issue. The procedure outcome is unknown at this time with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer clarified that the patient was already administered anesthesia and had ports placed when the boom issue occurred. The customer swapped out the patient side cart with a spare to continue the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse used diagnostic testing equipment (dte) to manually move the boom out and reseated all covers. The fse verified that the patient side cart (psc) moves properly in all directions the system was tested and verified as ready for use.